Event description:
It was reported that during an anterior cruciate ligament (acl) repair, the surgeon noticed the pump had inflated the knee and thigh. The surgeon was able to scope the knee but could not finish the acl repair. The surgery was stopped and needed to be re-scheduled. Further communication indicates the fluid in the pt extremity was reabsorbed naturally and the pt was sent home after observation. The second surgery was performed in 2008. No further pt info is available and no additional adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval but has not yet been received. A follow up report will be submitted upon completion of the investigation.